Event description:
On 16th june, 2023 getinge became aware of an issue with one of surgical lights - axcel. It was stated the part of the spring arm was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 16th june, 2023 getinge became aware of an issue with one of surgical lights - axcel. It was stated the part of the spring arm was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event and problem: on 16th june, 2023 getinge became aware of an issue with one of surgical lights - axcel. It was stated the dust cover was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Getinge became aware of an issue with one of surgical lights - axcel. It was stated dust covers were missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Missing parts were replaced and device back to usage. It was established that when the event occurred, the surgical light did not meet its specifications due to the missing dust covers which contributed to the event. The available information does not indicate if upon the event occurrence the device was or was not being used for patient treatment or diagnosis. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this malfunction occurred. According to the subject matter expert at the manufacturing site, the incident is due to inappropriate use. To prevent such an issue from reoccurring, the manufacturer¿s recommendation is to follow the instructions from the operating manual concerning arm pre-positioning prior to use (user manual axcel nu frenes 0125104 ed4a, pages 15-18). Additionally, the users are requested to pay attention to cracks in plastic parts (user manual axcel nu frenes 0125104 ed4a, pages 4,18,20). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 16th june, 2023 getinge became aware of an issue with one of surgical lights - axcel. It was stated the dust cover was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.